Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy procedure, the jaws of the device will not close. A new device was used to resolve the issue and complete the procedure. There was no patient injury.